Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The returned instrument was received in its outer blister, covered with the tyvek foil showing the lot information. The product evidently shows macroscopic sings of damage, namely that the metal tube is lightly bent and the soft tip almost torn off. There are no signs of surgery residue. The returned instrument was visually inspected with the aid if a photomicroscope using various magnifications. The inspection shows the soft tip in detail. The instrument was then functionally tested regarding the aspiration/irrigation properties. It was noticed that the irrigation is not working as expected and that here is a water leakage behind the flute valve. This is confirmed by the device pulling air when trying to aspirate fluid with a closed flute valve. This failure mode indicates an insufficient connection between flute valve, reduction connector and/or tubing. The point in time when the defect occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer's complaint is therefore confirmed but the root cause cannot be identified by this investigation. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customer's reported event could not be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery in an ophthalmic soft tip aspiration could not be performed. Surgery was completed on the same dame with an alternative tip and there was no patient harm.